Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. (B)(4).

Event description:
The manufacturers' representative (rep) reported that trouble shooting was needed for an impedance issue. Impedance measurements were taken and the patient had an open circuit > 40,000 on contact 2. Guidelines were requested because the patient needed to be cardioverted. It was unknown if the implant was on. There were no symptoms reported. The rep advised the consumer that it was a medical decision as safety was not yet established but an explant in relation to contacts 0-3 should be considered. Further information from the rep noted there were no actions taken with regards to contact 2 as the event was not related to the therapy. The patient resumed therapy after cardioversion without issue. No further information was provided about this event. If additional information is received, a follow up report will be sent.